Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented over a remote transmission showing non-sustained rv oversensing due to biv loss of capture. The patient then presented to the clinic and had the device reprogrammed.